Event description:
Arrived to floor on bed. Plugged unit into wall outlet, started smoking and smelled of burning. Unplugged unit, opened window, fan brought to room to exhaust smoke. Pt was accompanied by nurses all of the time to allevite fear. Unit checked by hill-rom 11-09-97, p. I. M. Delivered to hosp 11-09-97. 11-13-97 unit tested by hill-rom rep and started smoking again.